Manufacturer narrative:
The hill-rom technician found the patient left foot end caster inoperative. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced patient left foot end caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient left foot end brake caster not holding. The bed was located at the account and returned to a hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).